Event description:
It was reported that during a av fistula procedure, the cutting balloon would not deflate. The lesion being treated was a calcified lesion located in the av fistula. The customer reported, "went sheetless because was over the wire. Pulled balloon (with kelly forceps) out vessel, inflated. Burst and balloon seperated once pulled out. Vessel ruptured in the venous portion. Patient had a lot of swelling and bleeding. Held pressure for one and a half hours. Had two stitches in. Two or three different times upon last inflated at 6 atms." Per the physician, "only an 8x2 cutting balloon was available, although it was too short for the lesion and kept watermelon seeding. He was putting a lot of tension on the catheter to hold the balloon in place. And he believes that this tension caused the balloon port to mutate which then caused the difficulties with deflation. He removed the balloon partially deflated to 50-80% after waiting several minutes, and having made the choice not to puncture it before withdrawal." There was another pta balloon used after the cutting balloon was removed, and the physician reported that it was that balloon which caused a dissection and separated." He said "the cause of the balloon rupture was distension, due to his balloon which caused a dissection and separated." He said "the cause of the balloon rupture was distension, due to his error." The physician also reported that "the patient underwent subsequent to ligate an arterial anastomosis due to the injury caused by this procedure. Patient status is good, although the patient had other factors including a hip fracture."

Manufacturer narrative:
H6. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A device history records review has been carried out on the reported lot eg5136 where no deviations in relation to this complaint were noted for the batch.